Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette and under the cycler after ending their pd treatment. There was fluid discovered in the pump module area of the cycler and on the external of the cassette. The patient reported receiving an air detected in cassette alarm, drain complication encountered message and a draining slowly message during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported fluid leak event. The patient¿s contact reported receiving an air detected in cassette warning, a draining slowly message and a drain complication encountered message in drain 3 of 5 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out and the external of the cassette was leaking. The patient¿s contact stated that there was also fluid leaking under the cycler. The cause of the leak was unknown. There were no other fluid leaks were found. The patient's contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown) the patient's contact stated the patient was given antibiotics for one day. The patient's contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
H3 plant investigation: the sample was returned to the manufacturer from the customer without original package and a physical evaluation was performed. During the evaluation of the actual sample a leak was found on the cassette film. The cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed; however, the cause was not established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette and under the cycler after ending their pd treatment. There was fluid discovered in the pump module area of the cycler and on the external of the cassette. The patient reported receiving an air detected in cassette alarm, drain complication encountered message and a draining slowly message during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported fluid leak event. The patient¿s contact reported receiving an air detected in cassette warning, a draining slowly message and a drain complication encountered message in drain 3 of 5 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out and the external of the cassette was leaking. The patient¿s contact stated that there was also fluid leaking under the cycler. The cause of the leak was unknown. There were no other fluid leaks were found. The patient's contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown) the patient's contact stated the patient was given antibiotics for one day. The patient's contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette and under the cycler after ending their pd treatment. There was fluid discovered in the pump module area of the cycler and on the external of the cassette. The patient reported receiving an air detected in cassette alarm, drain complication encountered message and a draining slowly message during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported fluid leak event. The patient¿s contact reported receiving an air detected in cassette warning, a draining slowly message and a drain complication encountered message in drain 3 of 5 and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out and the external of the cassette was leaking. The patient¿s contact stated that there was also fluid leaking under the cycler. The cause of the leak was unknown. There were no other fluid leaks were found. The patient's contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown) the patient's contact stated the patient was given antibiotics for one day. The patient's contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.